Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen was unresponsive. Customer reported an elevated blood glucose (bg) level of 600 (mg/dl) and trace ketones. Injections were delivered to address bg levels. It was indicated that injections were available for back up therapy.